Event description:
Complainant alleged that during routine preventative maintenance the device would intermittently display a bright vertical line followed by an audible constant beep. The complainant indicated that there was no pt involvement in the reported malfunction.